Event description:
It was reported the camera head image was out of focus. The event occurred during an unspecified diagnostic procedure while the patient was under sedation. The intended procedure was completed by using the same device. There was a minor procedural delay in completing the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.